Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in a severely calcified right superficial femoral artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon was delivered into the lesion but it seemed that it ruptured before it was inflated at less than 1 atmosphere upon first inflation. The device was removed without any problem with the usual method and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.